Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-discharge check, a patient's right atrial lead was not sensing properly and exhibited a total loss of capture. X-ray showed that the atrial lead had dislodged. The physician opted to explant the lead rather than reimplant. The patient did not have any adverse events associated with the lead dislodgement. The patient was stable prior to and during the procedure.